Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014. Dexcom technical support advised patient's father to reset device. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.